Manufacturer narrative:
H.6 the following fields were updated due to additional information: d4: medical device lot #: 1173047. D4: medical device expiration date: 30-jun-2026. H4: device manufacture date: 22-jun-2021.

Event description:
It was reported that the bd ultra fine¿ mini pen needle clogged during priming. The following information was provided by the initial reporter: "she stated that the needles are not working. Stated that there is no insulin flow during priming. Consumer does not re-use".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra fine¿ mini pen needle clogged during priming. The following information was provided by the initial reporter: "she stated that the needles are not working. Stated that there is no insulin flow during priming. Consumer does not re-use".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ mini pen needle clogged during priming. The following information was provided by the initial reporter: "she stated that the needles are not working. Stated that there is no insulin flow during priming. Consumer does not re-use."